Event description:
It was reported that there was an issue with the lock screen critical alert. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device code - (B)(4).